Event description:
It is reported that the locking mechanism was jammed and would not allow the liner to be inserted.

Manufacturer narrative:
Eval summary: the surgical technique notes to check the condition of the locking ring prior to implantation, and states, "prior to placing the metal shell over the polyethylene liner, ensure that the metal retaining ring freely rotates by moving the metal tabs." No add'l complaints have been received against this lot of bipolar shells. With the info provided, it is likely that the surgical technique was not followed and the locking ring was not inspected prior to liner assembly. Eval codes: the shell was returned for review with the locking ring stuck in the locking ring groove. The ring was disassembled for inspection and met print specs where measured. The shell was measured and met specs where measured, including a go-gauge for the locking ring groove width.